Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had triggered recommended replacement time (rrt) earlier than anticipated. It was noted the device had delivered 141 device charges over the lifetime of the device. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.